Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. A review of the electrograms revealed that the shock was delivered due to oversensing of a changed in the patient's morphology (bigeminy complexes) and a reduction in the r-wave amplitude. The shock impedance measurement was in normal range. In addition, there were two non-treated episodes that the s-ICD recorded for the same issue. Boston scientific technical services (ts) was contacted and a ts consultant discussed additional troubleshooting that could be performed to help prevent inappropriate therapy in the future. No adverse patient effects were reported. The s-ICD remains implanted and in service.